Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation and the patient experienced bradycardia/hypotension that required pacing. It was reported that the patient "had a device put in" and they went in after the device was put in. The patient was in very quick fast rapid ventricular response (rvr) heart rate. It was around the 120s and after they ablated, the patient's heart rate went down to about 40 for a while. It was reported that when they did that, the patient's pressure readings crashed/went down; however, the patient was still conscious. The event was discovered five minutes post use of the product. They increased the rate with pacemaker device which resolved the issue. The patient's pressure readings went from the 60s all the way up to the 90s, 90/60 or 90/70. The ablation catheter was removed from the body. An echo was done to check that there was no effusion. The physician wanted the cardiologist to do a right heart cath to see what was going on. A right heart cath was done. The patient was monitored overnight. Patient fully recovered and did not require extended hospitalization. It was noticed that the green back patch sensor cable was damaged and that it was either cut or got caught in the "sled" of the x-ray table. The physician's opinion on the cause of the adverse event was patient condition and it was unrelated to use of bwi product. Although the patient seemed to have the pacemaker added prior to the procedure, the indication for the pacemaker is unknown. Post ablation, the heart rate dramatically decreased and required more pacing than what was originally intended from the pacemaker and therefore, the event is being coded with surgical intervention. Additionally, the right heart catheterization is also reflected in the surgical intervention. The tachycardia appeared to be from a pre-existing condition prior to ablation. The location patch issue is not MDR reportable.